Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 14mm x 4cm balloon. The balloon was examined under microscopic magnification and loose and frayed fibers were noted approximately 4.9cm from the distal tip. No other anomalies were noted along the length of the balloon. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed with no issues. The inflation hub was connected to an inflation device, and an attempt was then made to inflate the balloon with water. Upon inflating, water was observed leaking through the balloon fibers, 4.9cm from the distal tip. The balloon was stripped of its fibers in order to locate the rupture. The balloon was examined under microscopic magnification and a partial circumferential rupture was found on the barrel of the balloon, approximately 5.1cm from the distal tip. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a partial circumferential rupture on the barrel of the base balloon. The investigation is confirmed for material frayed, as the fibers were frayed and loose at the location of the rupture. Per the reported event details, the balloon ruptured within a stent. Per the current IFU (instructions for use), the indications for use does not state that the balloon is indicated for use inside a stent. It is unknown whether there was an interaction between the balloon and stent which caused or contributed to the reported failure. The definitive root cause could not be determined based upon the available information. Labeling review: the current atlas pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the second inflation, the pta balloon allegedly ruptured at 10 atm, intrastent, in the left subclavian vein. There was no reported difficulty in retracting the balloon through the sheath. Reportedly, another balloon was used to complete the procedure. There was no reported patient injury.